Manufacturer narrative:
The colonoscope was returned to the authorized repair facility for evaluation. No defect of any kind was identified with the device. It passed the leak check, was thoroughly inspected, and passed functional evaluation. The source of the black liquid reported by the user could not be determined.

Event description:
Following a colonoscopy, the physician noticed black liquid coming from the distal tip. The liquid was visible after withdrawal of the colonoscope. No injury or other adverse health consequence to the patient was reported.